Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned for evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a sales representative was contacted by consultant surgeons over concerns they have regarding the nexgen knee. They have been implanting the nexgen for twenty years and recently they have seen an increase in follow-up patients presenting with aseptic loosening of the tibial plate, and tibial bone loss. This has been a marked increase in patients presenting with the same problem compared to normal, and the patients have undergone arthroplasty within the last five years approximately. The surgeons feel that this may be as a result of the option tibial tray. They had previously used precoat tibial trays, but changed over to option at least seven years ago. They are to begin the process of investigating all patients who received a nexgen total knee replacement over the last five years to see if there is any more cause for concern of the implant. There is no additional information available at this time.